Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery even after taking the reservoir out and reinserting it in the pump. The customer's blood glucose level was 128 mg/dl at the time of the call. The customer states the insulin did exit. Customer was advised to rewind pump, reinsert the reservoir into pump and run manual prime to at least 5.0 units. The customer's pump alarmed no delivery. The customer was advised to change the entire set. The customer was informed that the pump functions as designed. The customer does not want to return the reservoir back for analysis. The customer was sent a new reservoir.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.